Manufacturer narrative:
Continuation from d10: 12fcc13 sheath; 900311 integrated dilator needle; 2af283 balloon catheter; 990063-020 mapping catheter; unknown manufacturer's coronary sinus catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, after the first cryo application in the left superior pulmonary vein, an attempt was made to position in the left inferior pulmonary vein. Following several attempts, venography of the pulmonary veins was performed. A few minutes later, fluoroscopy revealed contrast visible in the pericardium. Transthoracic echocardiogram was conducted and initially did not reveal pericardial effusion, and the clinical parameters and condition of the patient were within normal limits. After repeated transthoracic echocardiogram assessments, pericardial effusion was detected and the patient condition worsened. The patient developed tamponade and perforation of the atrial ridge region was identified. The ablation procedure was aborted and the patient was transported to the cardiac surgery department, where cardiac surgery was required. The event led to an extension of the patient's hospitalization. While hospitalized, the patient experienced a stroke during ongoing anticoagulant therapy. It was later reported that as a result of the events, the patient underwent neurologic physiotherapy. No further patient complications have been re ported as a result of this event.